Manufacturer narrative:
Cine and echo images for the case were not submitted to edwards lifesciences for review. Per the instructions for use, cardiovascular or vascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures that may require intervention are known potential adverse events associated with the tavr procedure. In this case, it appears that the reported event was a result of a combination of patient anatomy of a small left ventricle cavity, the usage of extra stiff amplatz wire and procedural factors of difficulty positioning the extra stiff amplatz wire in the apex of the lv. The root cause for the reported perforation is not confirmed definitively; however, the physician noted the reported event was likely from the wire or the nose cone of the delivery system. No further actions are possible at this time.

Event description:
As reported by the edwards clinical specialist, the patient expired due to left ventricle perforation, which was potentially due to a combination of procedural factors due to the usage of the extra stiff amplatz wire and the nose cone of the rf3 delivery system, during a transcatheter aortic valve replacement (tavr) case. Per the case, the patient was prepped and intubated in a normal fashion. The procedure was eventful as far as the 22 fr sheath and insertion of the temporary pacemaker. There was a difficulty with positioning the extra stiff amplatz wire in the apex of the left ventricle (lv). Once the position was assumed to be adequate, the z-med balloon was inserted and balloon aortic valvuloplasty (bav) was performed during rapid pacing. The 23 mm sapien valve and rf3 delivery system were prepped and inserted through the sheath. The rf3 system crossed the native annulus with little resistance. While positioning it was noticed that there were signification EKG changes. The position was confirmed and the valve was deployed. Post deployment there was no pressure and severe central ai was noted. CPR was started and the patient was placed on bypass. From echo, it was noticed that the there was blood around the heart. The surgeon then decided to covert to open aortic valve replacement procedure. At that point it was noticed that there was a hole in the lv from the wire and perhaps by the nose cone of the delivery system per the physician. The lv was repaired and the patient was taken off bypass. The sapien valve was confirmed to be in good position with trace ai. Over the course of the next hour, the patient started to have rhythm issues and decompensated. The patient did not recover and expired on the table.